Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during a bile duct drainage procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the bile duct during a bile duct drainage procedure performed on (B)(6) 2023. During the procedure, the stent was unable to be deployed. The stent was removed from the patient fully covered by the outer sheath and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope.".